Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device handle became locked shut was difficult to unlock. No patient injury or ill-effects reported. No medical intervention required.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 01/16/2016. Date of follow-up report: 02/17/2016 .one used ls1520 was received for evaluation. Visual inspection found the jaws closed when received. The customer reported that after triggering the handle to lock the device on tissue, the release handle locked in place and would not release without considerable effort. The reported condition was confirmed. The latch was pushed forward to release the jaws. Inspection found excessive tissue caked on the seal plates. After cleaning the jaws, the handle was latched and unlatched without difficulty. To minimize tissue sticking keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. The investigation identified the root cause of the reported event to be infrequently cleaning the instrument allowing fluid to buildup on the jaws. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws.